Event description:
Pt reported that the meter/hcp meter comparison results were 62 mg/dl (ss) versus 145 mg/dl (hcp), respectively. Same blood sample was used for both tests. No symptoms were reported. Two control solution tests failed. Lfs rep reviewed meter calibration, cleaning, coding and control testing. The meter was replaced. There was no allegation of harm.